Manufacturer narrative:
Product analysis: analysis was able to confirm the reported event. The stylus and cursor were not aligned. The connection between the printed circuit board (pcb) and the overlay was cleaned, reseated, and the stylus was calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an issue with the screen calibration. The programmer was returned for service. There was no patient involvement.